Manufacturer narrative:
Analysis was completed. No device problem found.

Event description:
Related manufacturer reference number: 2017865-2020-19151. It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead and implantable cardioverter defibrillator were sensing lead noise and had low pacing impedance below 200 ohms. The lead and device were explanted without issue. The patient was stable.